Event description:
A volume discrepancy was reported with the actual residual volume greater than the expected residual volume. Specific values for volumes were not known. Per the healthcare provider the volume was "off by 2, 3, 4 ccs in last three refills." There were no stalls in pump logs. Hcp stated that they may do a dye study today. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).